Manufacturer narrative:
Product ID 37746, serial# (B)(4); product type programmer, patient product ID 3 777-60, serial# (B)(4); product type lead product ID 3777-60, serial# (B)(4); product type lead product ID 37754, serial# (B)(4); product type recharger. (B)(4).

Event description:
It was reported, the patient was implanted 19 months prior and was having a surgery to ¿put it in the right place¿ on 2015 (B)(6). It was ¿two vertebrae out of place¿ so the patient had been unable to use it. No cause of the event or outcome was provided however additional information has been requested and if received a follow-up report will be sent.